Event description:
It was reported to boston scientific corporation that a low profile button replacement g-tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2013. According to the complainant, on (B)(6), 2013, the device was noted to be missing from the patient. It was believed to have been removed by the patient. A new g-tube was placed. The patient received a CT scan, at another facility, it was noted the original device had fallen into the patient's stomach and was retrieved endoscopically. There was no observable damage to the g-tube. A non-bsc button kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.